Event description:
Emergency room personnel were attending to a pt, condition unk. During an attempt at performing a synchronized cardioversion, allegedly the device would not convert the pt at any energy level. A back up defibrillator was obtained with the same results. A third device was obtained and used to treat the pt. The pt was successfully converted.